Event description:
While a septic patient was being transferred to x-ray, ventilator failed and patient had to be hand-bagged for the duration. Ventilator failed to allow exhausting for exhaled gases and exceeded the safety pressure exhaust up to 70mbar. The high airway pressure alarm did work, but it was noted to be 70mbar and not close to 40mbar as it was set at. Patient was made safe by hand-bagging, no injury was reported.